Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 leads to high blood glucose level and subsequently taken assistance from doctor and treated with insulin pen. The patient was hospitalized on (B)(6) 2025 due to high blood glucose. The blood glucose level was 22.7 mmol/l at the time of hospitalization, and the patient was treated by manual injection. The patient stayed in the hospital for less than 24 hours. . No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009684, in question was manufactured at the reynosa site. Test results: the reference samples for the lot 6009684 have already been previously tested in the complaint (B)(4) on 30-sep- 2025. No photo was provided. In order to test the product, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code occlusion (e.g.,occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined idd-pmc11.01 cannot be determined. No escalation required. All test results were within specifications as per the test report (B)(4). Threshold analysis: a query was run on 20-oct-2024 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009684". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009684 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 19-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 4k01577 was manufactured according to the wi version 27 and manufactured on 17-oct-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4k01579 was manufactured according to the wi version 27 and manufactured, on 17-oct-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4k01672 was manufactured according to the wi version 27 and manufactured, on 19-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k01560 was manufactured according to the wi version 42 and manufactured in the machine 4,5 and 08, on 16-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k03707 was manufactured according to the wi version 42 and manufactured in the machine 4 on 15-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k00930 was manufactured according to the wi version 42 and manufactured in the machine 4,5 and 8 on 09-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k01661 was manufactured according to the wi version 42 and manufactured in the machine 4 and 8 on 19-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k01555 was manufactured according to the wi version 42 and manufactured in the machine 4 and 8 on 12-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.